Event description:
It was reported that after the tracheal tube was inserted, the tracheal tube balloon was damaged and could not be used normally, so the tube needed to be re-inserted. The failure delayed assisted breathing treatment and may cause potential craniocerebral injury due to unstable blood oxygen saturation. This is currently under observation and no abnormalities have been found. There was patient involvement, but no harm/adverse event reported.

Manufacturer narrative:
H4. Device mfg date: the reported lot# 4395324 was not found for the reported catalog# 100/860/075cz; therefore, the manufacturing date could not be determined. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.